Event description:
A model 754 ventilator was returned for service. The customer reported failure warnings when the vent was moved to a different position. An inspection revealed an intermittent connection in the flow manifold cable. The cable was found to be motion sensitive. The cause of this cable failure could not be determined. The customer failed on numerous occasions to respond to requests for information regarding any possible patient involvement. Date notified 3/23/00.